Manufacturer narrative:
Investigation summary: bd japan received a sample and attached three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for short shot was observed. The hemogard closure was incompletely molded. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of short shot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of short shot. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes, there were cracks in the shield of one cap. There were no health consequences or impacts reported.